Manufacturer narrative:
An implantable cardioverter defibrillator was returned for the reported events of connection problem and high impedance. The device was above normal elective replacement indicator and exhibited no electrical anomalies. A tug test confirmed that there were no anomalies regarding lead connection to header. The reported events were unconfirmed.

Event description:
It was reported that the patient presented for an initial implant procedure. During procedure, the right ventricular lead was inserted into the port and rotated with torque wrench, but click sound was not heard. The lead was attempted to be pulled out and it was noted that the lead was unable to be pulled out as it was tightened. However, the physician felt anxious during the procedure and the lead was loosened once and tightened again using torque wrench. At this time, out of range, high pacing impedance was noted. Therefore, the right ventricular lead was loosened and tightened again, and it was noted that the impedance measurement still remained the same. The physician also stated that the helix was unable to be tightened properly when the lead was inserted into the port and rotated clockwise as usual with the torque wrench. The lead was disconnected from the implantable cardioverter defibrillator and the impedance was measured using pacing system analyzer, it was observed that the impedance measurements were normal. Hence, the physician suspected malfunction with the implantable cardioverter defibrillator. The implantable cardioverter defibrillator was explanted and replaced, and the impedance measurements were normal. The right ventricular lead was reused and remains implanted. The procedure was completed without any adverse consequences to the patient.